Manufacturer narrative:
On october 4, 2021, mentor received additional information indicating that the patient started having issues immediately after the implantation but her doctors told her they symptoms were not related to the implants. The date of event has been updated to a best estimate. In 2015, it was actually the right breast implant that deflated inside and it was the left breast implant that was deflated intentionally by their doctor. Within a week, the patient became seriously ill and in three months, gained 45 pounds of inflammation. The patient lost their job and career because of being sick all the time. The patient was also diagnosed with four unspecified autoimmune diseases. The patient is on disability now and is bedridden and has no quality of life. The patient is in excruciating pain all the time and has been for 15 years. The implants are still in the patient and it was also reported that they have been poisoning and killing her. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that on the initial report sent on (B)(6)2021, the incorrect date of implantation was erroneously indicated. The correct date of implantation was (B)(6) 2001. Please disregard the following statement in section b 5. Event description, "the date of implantation is prior to the manufacturing date of the lot provided. A supplemental report will be submitted when clarifying information becomes available," as it does not apply anymore. Manufacturer¿s reference number: (B)(4),section d 6a. Implantation month, 6a. Implantation month and 6a. Implantation month, were updated with the correct dates: (B)(6) 2001.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 300cc mentor siltex round moderate profile saline breast prostheses, suffered breast pain and also developed severe unspecified side effects in 2010. In spring of 2015, the patient felt pain while taking a shower and noticed the left breast has become smaller and empty. Their doctor deflated the right breast implant within a week and the patient continued to have pain. Since the deflation, the patient has been ill to the point of losing their job, having surgeries and hospital stays. She has been diagnosed with three unspecified immune diseases. The patient feels sick and close to death. The empty silicone shells have folded over into huge very painful lumps that are thinning their skin rapidly. The patient has so much pain and inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation is prior to the manufacturing date of the lot provided. A supplemental report will be submitted when clarifying information becomes available. This medwatch form is for the right breast prosthesis.